Event description:
It was reported that the insulin pump had motor error alarm due to MRI exposure. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. The unit alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.